Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt received recall notification letter from surgeon. The pt is experiencing pain in his right thigh. The pt states that his cobalt level is slightly elevated and he is having an MRI in the near future.